Event description:
It was reported that the patient was frequently charging the ipg and not holding a full charge. The patient underwent a replacement procedure wherein an MRI compatible ipg was implanted and patient was doing well post-operatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Date of event: exact date unknown, event occurred nearly 2 months ago from the date the manufacturer became aware of the event.